Event description:
Event description guidant received information that the patient with this pacemaker suspected his device was not functioning appropriately as his heart rate was below the programmed lower rate limit.